Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose level ran from 300 mg/dl to 500 mg/dl. The paramedics were dispatched. He broke his leg and tried to control his blood glucose level. The customer was wearing the insulin pump at the time of hospitalization. The customer lost a piece of the insulin pump. His blood glucose level was high post open heart surgery. The device was not returned.